Event description:
Per the clinic, the patient experienced a performance decrement and poor sound quality (extraneous and overly loud sound) from the implanted device after sustaining a concussion from a fall. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery.